Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 261 mg/dl and was addressed with a correction bolus. The customer stated that they will continue to use the pump until the replacement arrives.